Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a cosmetic depression while in vivo. In addition, the outer insulation of the lead was observed to have blood ingression. Attempt(s) for additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable pacing lead was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 8 years post implant of the lead, approximately 2 years ago. The lead was analyzed and tested out of specification. No further patient complications have been reported as a result of this event.